Event description:
Reporter described event as follows: rn went to dispose of a 12 cc syringe with a needle attached. Reportedly, when the rn opened the door to the sharps container, she somehow received a needlestick.